Manufacturer narrative:
The reported event of smoking was not duplicated. Upon disassembly the tech found blackened lube and a shattered bearing. The tech determined that the observed failure modes may have caused or contributed to the reported event. A bearing failure can cause or contribute to smoking.

Event description:
It was reported that the autopsy saw 115v was smoking during an autopsy procedure. The procedure was completed successfully without any delay. There was no medical treatment or intervention required to the user as a result of the event and no adverse consequences.

Event description:
It was reported that the autopsy saw 115v was smoking during an autopsy procedure. The procedure was completed successfully without any delay. There was no medical treatment or intervention required to the user as a result of the event and no adverse consequences.